Manufacturer narrative:
Visual examination under magnification found the breakage to be consistent with a fatigue failure. Root cause appears to be related to the pts having a non-union. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.